Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done. This review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery was provided by the site, shows the patient anatomy. The 3mentio imagery shows the full access vessel anatomy in which the patient vessels has tortuosity and calcification. The instructions for use/training manuals were reviewed for guidance and instructions involving the esheath and delivery system usage. Based on the review of the IFU and training manuals, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty during fine adjust, difficulty to withdraw system with valve through a non-edwards sheath and balloon torn were unable to be confirmed by the provided imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was not identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Per imagery provided there the patient anatomy had moderate to severe tortuosity and as mentioned, the operator may have used more force than normal during valve alignment. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented previously in a product rist assessment (pra) by edwards lifesciences. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Performing valve alignment in a non-straight section of the vasculature can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' Due to the balloon tear, the balloon profile may have been altered leading to the withdrawal difficulties noted. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (valve alignment performed in a non-straight section / high alignment forces/ withdrawal of torn balloon) contributed to the reported event. There were no labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. However, the balloon torn issue and it associated risks have previously been assessed and documented in a pra per management discretion. In addition, a CAPA was previously initiated to address the balloon torn issue.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 29mm sapien 3 valve, the first 14f esheath was kinked due to tortuosity, and was replaced with a 24f gore dryseal sheath to make up for some of the distance. There were difficulties during valve alignment resulting in the commander delivery system balloon being torn. During withdrawal, the balloon got caught on the sheath tip, and the devices had to be surgically removed. The procedure was completed with a second system and gore dryseal sheath. Post valve deployment, an ascending aortic dissection was found and repaired with a thoracic stent. Valve alignment was performed while the valve was partially in the dryseal sheath, as it was the only straight segment in the vessel. The surgeon advanced the valve to finish loading the balloon into the valve. However, this area of the vessel was not straight, and the balloon was coming into the valve on an angle. The operator was not as experienced with the procedure and may have used more force than normal, as the fcs reported to have seen the valve 'give' at one point. The valve was loaded partially on the 24 fr dryseal sheath and then in the transverse aorta. Prior to crossing the annulus with the valve, it was noted that the commander ds balloon ruptured (pierced) while loading the valve as blood return was seen in the atrion. The valve, delivery system, and 24 fr dryseal sheath were removed via surgical cutdown. The cut down was performed to get the wadded up balloon out of the vessel. The cutdown was successful and there was no damage to the vessel. A second 24 fr dryseal sheath, valve, and delivery system were prepped and the valve was delivered successfully in the aortic annulus. Following the valve deployment, it was noted that there was a dissection flap in the ascending aorta. They resolved the dissection by using a gore tag thoracic stent size 45mmx45mmx10cm. The patient left the room in stable condition. It was known that there was a pre-existing intermural hematoma from the aortic root to the level of the renal arteries. The physicians believe the delivery system could have caught something in the anatomy causing the dissection. But overall, they knew the anatomy was high risk. Upon removal, it was observed that the first delivery system balloon was 'smashed up' as the force used to bring it into the valve looks like it flared it out.